Manufacturer narrative:
The field service engineer (fse) removed the wash manifold assembly, cleaned the wash and precision valves, and inspected all components of the wash and precision pumps and valves. The fse did not identify any issues with the inspected components. The fse did note the peristaltic pump was squeaking but operated as intended. It was noted that the customer had reassembled the wash valve incorrectly, and the fse corrected the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer initially reported three erroneous troponin I (access® accutni+3) results involving the unicel® dxc 600i synchron® access® clinical system. The customer stated the laboratory supervisor discovered the elevated results and re-centrifuged the patient samples then retested on the alternate analyzer per laboratory protocol; the customer stated negative results were obtained. The customer analyzed the samples on the original instrument and continued to obtain falsely elevated results. In a follow-up contact, the laboratory supervisor clarified that no erroneous troponin I patient results were generated. The customer was performing system check, which failed, as the laboratory was experiencing quality control (qc) issues. No patient results were impacted. There was no patient consequence associated with this event. Beckman coulter customer technical support (cts) recommended the customer replace the aspirate probes on the instrument and repeat system check. During troubleshooting, cts assisted the customer in cleaning the wash valve. Upon priming the instrument, the customer noted no fluid was dispensing from dispense probe #5. Cts advised the customer to disassemble the wash valve and reassemble. The customer then noted fluid was dispensing from dispense probe #5. The customer then stated the wash valve was not drawing fluid. The customer noted about half an inch of air was in the wash pump piston. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.